Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim: there was a filter tubing failure when priming with tpn. Icare: (B)(4). This rn attempted to start tpn, attached tpn filter to IV tubing to prime. Filter did not fully prime, this rn disconnected filter to prime with ns and trouble shoot the problem. Saline squirted from side of filter. Rn asked for new filter from pharmacy, attached and primed new filter no issue. Tpn started. Target: equipment will be functional. Actual: filter was cracked and broken. Goal: equipment will work upon first attempt and not be broken. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 01-12-2023. 2. Are you able to provide the batch/lot number? Unknown. 3. Was issue being described noted before, or during used? Before. 4. Was there any patient involvement? No. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 6. What was the patient outcome? N/a. 7. Was there any delay of, or change in, the course of treatment due to this event? Yes, needing to obtain new supplies from different dept. 8. What procedure was being performed? Administration of IV nutrition. 9. What medication was used in the procedure? Tpn. 10. Was there any medical intervention due to this event? N/a. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. (B)(4):lgs mgr supply chain operations : did we get any product saved on this icare? Note: no further information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.